Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient noted loose incision stitching at the pocket. The patient presented in clinic for follow up. Upon review, the pocket appeared slightly open. It was suspected that the patient irritated the incision site. An infection was ruled out. The patient's system was explanted on (B)(6) 2018. The patient was discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.